Event description:
It has been reported to philips that the equipment did not start. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The field service engineer (fse) inspected the system onsite and confirmed that the equipment did not start. Upon further inspection, fse found that flex vision pc communication was not possible at startup. To resolve this issue, the fse tried powering on again and reinstalled software by removing and inserting each cable and disc slot. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.